Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the esophagus during a dilation of esophageal stricture procedure performed on (B)(6) 2024. During the procedure, the balloon could not be inflated. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of a balloon pinhole when used in the esophagus. Please see block h11 for full investigation details.

Manufacturer narrative:
Block a2: patient's date of birth was reported to be in (B)(6) 1948. Block d2b: the remaining pro codes (product codes) are fdt and knq; reported here as pro codes (product codes) exceeded character limit for designated field. Block h6: imdrf device code a041001 captures the reportable investigation result of balloon pinhole used in the esophagus. Block h11: investigation results: the returned cre wireguided dilatation balloon was analyzed, and a visual inspection found no damage to the device. Functional inspection was performed, and the balloon was inflated without any problem; however, it was not able to hold the pressure due to it had a pinhole in the balloon, which produces the failure to inflate, located approximately at 77 mm from the tip of the device. Microscopic inspection found a pinhole in the balloon located approximately at 77 mm from the tip of the device. No other problems with the device were noted. The results of the analysis performed on the returned device found that the balloon had a pinhole located approximately at 77 mm from the tip of the device causing the balloon not to inflate. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or prior to the procedure, could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.